Manufacturer narrative:
Unit power up properly after battery installation. No display anomalies including white flashing display noted. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 18 mmol/l at the time of the incident. The customer states that when he clicks on button he receives a white flash and then goes to the menu. The customer was assisted with troubleshooting and the display did not return. The insulin pump will not be returned for analysis.